Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found med station displayed a black screen and the auxiliary media station was removed and powered up. Fse found a faulty drawer board in full height drawer 2. The drawer board and the auxiliary full height drawer 2 were replaced. The customer was able to recover functionality successfully. Logged into the hardware test application (hta) to verify system status and opened the top cover to inspect connections within the electronics drawer and removed the dust. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary station had black screen and did not power on, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary station had black screen and did not power on, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.